Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that via ultrasound the physician identified a type ia endoleak from a previously implanted endurant stent graft. The physician noted the cause for the type ia endoleak due to aortic neck remodeling and the highly angulated, short neck. The physician performed an intervention where an endurant cuff was added to the proximal side and another manufacturer¿s staples were also used; however, the endoleak was not resolved. No other intervention has been planned. No additional clinical sequelae were reported and the patient will be monitored by the physician. A review of returned films from a secondary angio intervention revealed that a bifurcate device and aortic cuff are currently positioned just below the renals. A left renal stent is also seen. The ipsilateral limb and extension are currently positioned in the left common iliac, and the contra limb is within the right common iliac. There is a large proximal type I endoleak. There is minimal (or no) stent graft proximal seal (<(><<)>1cm length) and the neck is angulated. An additional aortic cuff is seen implanted just above the previously implanted cuff/bifurcate. The endoleak is still evident. Several screws were then seen implanted just below the renals; however, the endoleak was not resolved. Earlier post-implant images were not provided.

Manufacturer narrative:
(B)(4).